Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018 a reporter contacted animas alleging that there was an intermittent power issue. The reporter noted that the battery compartment was cracked. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of thirst. The alleged blood glucose excursion does not meet animas' criteria for a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.